Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that her insulin pump had a prime anomaly. The customer's blood glucose level was 120 mg/dl. The customer stated that the insulin was squirting out during the manual prime process. The customer was advised to revert to back up plan. The insulin pump will be returned for analysis.

Manufacturer narrative:
Device passed the displacement, rewind, basic occlusion, occlusion, prime and excessive no delivery test. No prime or fill anomaly noted during test. (B)(4).